Event description:
It was reported that the micro sagittal saw runs without user activation. No other info was provided regarding pt involvement or adverse consequences. Several attempts to obtain further info were made, and were not successful.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded. The presence of corrosion in the motor assembly could cause or contribute to the handpiece running on its own.